Manufacturer narrative:
Philips remote clinical support performed trouble shooting with biomed and reviewed the clinical audit logs. The log review showed that yellow hr alarms were generated and the "alert sound" played for these beds and the speaker for the piic was verified to be working properly. Clinical support provided information to the customer clarifying normal/expected alarm function. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.

Event description:
Philips received a complaint on the patient information center ix indicating that the hr yellow alarm banners displayed in the sectors (bed t1015, t1014, t1015) but the alarms did not generate an audible alert tone. The device was in use on patient at time of event, there was no adverse event reported.